Event description:
It was reported that during the implant procedure it was impossible to insert the guidewire more than three centimeters into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was foreign material on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.